Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure. (B)(6), bmi 31.8. Date and name of the index surgical procedure. (B)(6) 2020 left wrist endoscopic carpal tunnel release (nylon suture), left wrist de quervains tendonitis decompression (monocryl). The diagnosis and indication for the initial surgical procedure? Left wrist carpal tunnel syndrome, left wrist de quervains tendonitis. On what tissue was the suture used? I am not the surgeon-do not know the answer. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? I am not the surgeon-do not know the answer. How did you identify the product code y496 used during the procedure? I was supplied the information from the surgeon. What was the onset date of symptoms from the initial surgical procedure? On (B)(6) 2020. Was medical intervention performed? If yes, please describe. By surgeon topical and oral steroids, antibiotics. Do you have any photos of the reaction for evaluation? Yes. Other relevant patient history/concomitant medications trying to clarify the role of dermabond. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Type IV hypersensitivity to suture and/or dermabond. What is the patient¿s current status? Improved but wound still healing, nylon suture site completely healed.

Event description:
It was reported that the patient underwent hand surgery on (B)(6) 2020 and suture was used. Left wrist de quervains tendonitis decompression. Approximately 4-5 days post op the patient experienced inflammation and blisters. The patient was treated with oral antibiotics and steroids, then topical steroids and referred to an allergist. The allergist describes poor wound closure, "chronic" skin changes-erythema and flakiness of the skin." Possible skin adhesive applied. Additional information has been requested.